Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during drain 4 on the homechoice machine(hc). The nurse reported the hc was showing the alarm and she was going to start over with new supplies, but the hc showed system error 2367. The nurse stated she found the patient line disconnected from the catheter and leaked all over the bed. The technical service representative (tsr) explained to the nurse that they would need to start over with new supplies. The tsr advised the nurse to either use continuous ambulatory peritoneal dialysis or contact the doctor for further instructions since the home patient (hp) was more than 50% through his therapy. The tsr assisted the nurse to end therapy. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation could be performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.